Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, eccentric, 99% stenosed distal left anterior descending artery. Predilatation was performed prior to stenting with a 2.5x28 mm xience prime stent. Post-deployment a proximal edge dissection was observed which required deployment of another xience prime stent to cover the dissection. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.